Event description:
Reference number (B)(4). Event occurred in the united states. On 16-aug-2024, it was reported that the patient faced infusion set cannula was crimped within 3 or more hours after insertion at abdomen. The infusion set was in use for less than a day. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2024-25907- device 1 of 2.